Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker stem. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information is not available as per the patient request no investigation is to be done at this time. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported by the patients hip has popped out three times. Patient had a revision surgery to replace stem.